Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2011. During the procedure, at three minutes into therapy, there was an alarm stating "low pressure." The balloon catheter was removed and a hole was found in the balloon. A second like device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(6). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.